Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that error messages were rec'd when programming software was upgraded. The programming software began to display "error executing sql" error messages after initial interrogations post software upgrade.